Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator (eri) one year and 11 months after implant. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.